Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field investigation summary : no samples or photos were provided by the customer for investigation. Investigation conclusion a complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of leakage other for lot #6339775, item #305128. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
Material no: 305128, batch no: 6339775. It was reported that during use of the bd precisionglide¿ needle the needles are leaking. The number of occurrences along with the date/time and or patient information is unknown. The following information was provided by the initial reporter: last week I sent back some needles that are leaking and now a new batch with a different lot number are doing the same thing. The lot number is 6339775.